Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered serious and permanent bodily injuries, including erosion of the obtape medical device through her internal bodily tissues, chronic infections, pain, exacerbation of her urinary incontinence, and the need for additional surgical procedures and medical treatment as well as the need for extensive future medical care. No other info is available.